Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited loss of capture during an interrogation with a heart rate in the low 30's. A chest xray was performed which showed a lead fracture.